Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized a few weeks ago with diabetic ketoacidosis. The customer's blood glucose level was over 300 mg/dl. The customer declined troubleshooting for high blood glucose and for no delivery alarm. The product will be returned for analysis.